Event description:
Noise was reported on the far-field channel for this rv lead. Physician was able to recreate noise in office when patient stood up and down. Lead remains implanted, physician will continue to monitor leads. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.